Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 500 cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 500 cc saline breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Two implants with the same lot number were received, for that reason both devices were analyzed. During the visual evaluation of the samples, no apparent damage was observed on both breast implants. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected on neither devices. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-aug-2020, mentor received additional information about the event: it was reported that both of the patient¿s breast prostheses were removed from the patient with no visible damage. Device code 1546 ¿material rupture¿ no longer applies to this event. It was reported that the patient¿s right breast prosthesis was flipping around and that her right breast sagged more than her left. Device code 4003 ¿migration¿ has been added. On (B)(6)2020, mentor completed a second investigation on the suspect medical device to account for the new information received (right breast prosthesis was removed intact, but was flipping around in her breast prior to explantation). Device evaluation summary: according to the information received, the patient's devices were removed intact. In addition, the patient experienced ptosis on the right breast and the right implant flipping around and sagged more. Two implants with the same lot number were received, for that reason both devices were analyzed. During the visual evaluation of the samples, no apparent damage was observed on both breast implants. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected on neither devices. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).